Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During eval of the device at the MFR's service ctr, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address this issue.